Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support is set to replace the pump, and the customer will use multiple daily injections as a backup therapy.